Event description:
Reporter name - (B)(6): device is used to monitor blood sugar. Sensors are supplied to me by an abbott third party ((B)(6) located in (B)(6) and/or (B)(6)). Have used the "plus" version since it was released. Have worn this current sensor for seven days. After wearing every new libre 3 plus for about nine days, the device starts sending incorrect ultra low readings and emits alarms which can be quite frightening especially when driving. When compared to a finger stick, the sensor readings are off by at least 100 units. Sometimes a "sensor failure" will be displayed. The sensor might come back "on line" or display a complete failure message. Because of the consistency of sensor failure, it is difficult to trust the sensor readings beyond wearing the device after about ten days. After wearing beyond day 10, I had to replace all my sensors due to failure. I tried on several occasions to contact abbott about this issue. Calling their customer support service has not advanced my complaint beyond getting a sensor support. I am fearful that this problem could be occurring with other users.